Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat the subclavian artery with heavy tortuosity and 90% stenosis. During advancement, the stent of the 9x29 mm omnilink elite stent dislodged from the delivery system and fell into the internal and external iliac bifurcation. The stent was removed surgically and the final patient outcome is satisfactory. No additional information was provided.

Event description:
Subsequent to the initially filed report, the device was reported to be a 10x29 mm omnilink elite. The device was cleaned by the nurse. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the procedure was to treat the subclavian artery. It should be noted that the omnilink elite instructions for use (IFU), states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of = 5.0 mm and = 11.0 mm, and lesion lengths up to 50 mm. It is unknown if the IFU deviation(s) directly caused or contributed to the reported event. A conclusive cause for the reported stent dislodgement could not be determined; however, the subsequent treatments including removal of foreign body and surgical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.